Manufacturer narrative:
(B)(4). Date sent: 5/2/2022. D4: batch #rbccmss0. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that eighteen loose, unopened 1-up cartons were returned all with triggered temperature stickers that were pink, indicated that the package was subjected to a temperature in excess of 50°. All 18 devices were opened and visually inspected for damage to the buttress attachment material (bam) pattern and all were found to appear conforming. This would indicate that while many of the packages may have been subjected to elevated temperatures at or above 50°c, the temperature was likely still below the actual melting point of that particular batch. No conclusion could be reached on what may have caused the reported incident. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail not used on patient. Received outside of temperature range investigation summary according to the information received, the reported event for the device, heat indicator triggered. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided it was observed a shipping box with three device boxes. The temperature label was observed to be purple. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that upon received, three boxes of six had a red dot on the outside and inside of the boxes. No patient consequences reported. No further information is available.